Event description:
Reportedly, during a check of the subject programmer at the subsidiary, an excessive noise was observed on the surface ECG, without the cables connected to the programmer. It was also observed that during interrogations, the reading of the device memories seemed to be too long.

Event description:
Reportedly, during a check of the subject programmer at the subsidiary, an excessive noise was observed on the surface ECG, without the cables connected to the programmer. It was also observed that during interrogations, the reading of the device memories seemed to be too long.

Manufacturer narrative:
Expertise of the subject programmer confirmed that noise was observed on the ECG channels when the cables were not connected to the programmer. When the cables were connected to the programmer and a pacemaker was interrogated, no noise was observed. It should be noted that it is a normal behavior to observe noise on the ECG channels if the cables are not connected to the programmer. No issue was observed during a functional test, and normal interrogation time was observed. The long interrogation time reported could not be reproduced during the expertise.